Event description:
The customer states that at least three incorrect elevated architect c8000 sodium results were generated. Pt #2 initially tested at 180 mmol/l and retested within the normal range (exact value not provided). No impact to pt management was reported.

Manufacturer narrative:
Complaint text indicates that an abbott tss (technical service specialist) was at the account but the customer refused service and instead set up a retest rule to repeat any high sodium values. Complaint text states the tss adjusted the position of the ict module in the reference wash cup then recalibrated the ict assays. The tss also performed a precision using three levels of controls that recovered within acceptable range. Although the issue appeared to be resolved, text indicates that the customer has chosen to continue using the retest rule. Review of complaint trending for the architect csystem (list 1g06-01) for the month of june 2007 did not identify an adverse trend or product deficiency that would suggest continued use this product would cause some type of adverse health consequence or that the product is performing contrary to intended use or label claims. This is the final report.